Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were evaluated in the field and the issue was confirmed; 10 had broken/damaged components and 1 had a calibration issue. The devices were repaired and returned. 12 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 4 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device was not evaluated, as the device could not be located. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 28 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
It was initially reported there were 28 malfunction events where it was reported the scale was inaccurate. There were actually 29 malfunction events where it was reported the scale was inaccurate. 12 devices were evaluated in the field and the issue was confirmed; 11 had broken/damaged components and 1 had a calibration issue. The devices were repaired and returned. 12 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 4 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device was not evaluated, as the device could not be located.

Event description:
This report summarizes 28 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.